Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records included images .the image review was documented in the medical records. The filter was successfully deployed at the level of the mid l2 to inferior l3 interspace with tilt to the left. Approximately six months deployment, CT scan showed that the ivc filter at the mid l2 to inferior l3 and grade 1 perforation. Following year, cta chest was performed it revealed a few small emboli seen in the pulmonary artery branch to the right lower lobe. Therefore, the investigation is confirmed for filter limb perforation of the ivc wall and positioning issue. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism and abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism and abdominal pain; however, the current status of the patient is unknown.